Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the physician stated the physician has been having trouble with screw in leads at implant recently. The physician was dissatisfied with implants where the r-waves measurements were acceptable, initially, then losses more the half of the sensing value after waiting 10 minutes or so. The status of the lead is unknown. No patient complications have been reported as a result of this event.